Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite prevue was visually inspected upon receipt and was found to be in poor physical condition. The ultrasound image is dark due to the beamformer. A history review of serial number (B)(4) showed two similar complaints from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) are: the investigation into this event is ongoing. (Reference: MDR number 3006260740-2021-04303).

Event description:
Found during evaluation at bd service facility: the ultrasound image is dark.